Manufacturer narrative:
This lv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing thresholds and was causing the patient to experience muscle stimulation. A dislodgement of the lv lead was suspected to be causing these observations. Surgical intervention was performed and the lv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Despite multiple attempts, this left ventricular (lv) lead was never returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.